Manufacturer narrative:
DHR review performed and no deviations were found related to the event reported. No similar complaint reported for the lot was found. Review of directions for use (dfu) indicates: "...endoscopy should be performed only by persons having adequate experience and training..." "...the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged..." "...if the device fails to operate properly in any way or shows any sign of damage, do not use it..." "...maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope..." "...if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together..." "...caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws..." An investigation was performed with the available information; the suspect device had been disposed. A device evaluation could not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific that during a colon biopsy procedure, the physician pushed the radial jaw 3 biopsy forceps to the channel of the endoscope (3.2mm) and tried to open the forceps, but was unsuccessful because one of the pull wires near the tip of the device was broken. The case was completed with another of the same device, the patient is reported to be "ok".